Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The reported perforation occurred following geometry collection when the ablation catheter was advanced through the left atrial appendage by the physician. Incidental investigation findings unrelated to the perforation included a shaft and irrigation leak resulting in the reported loss of contact force that occurred prior to re-insertion of the device. The shaft leak was due to adhesive failure between the distal tip and shaft and the irrigation leak was due to inadequate bonding at the irrigation tubing junction. Per the IFU, cardiac perforation is a known inherent risk during the procedure.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. After the geometry was created the ablation catheter was inserted and noted to be outside of the geometry. A pericardial effusion was confirmed with an intracardiac echocardiogram. No intervention was required as the patient remained stable; however, after the ablation catheter was removed from the patient it was noted the contact force did not reset and an error message displayed.